Event description:
The customer reported that the unit had a pacer failure.

Manufacturer narrative:
The customer reported that the unit had a pacer failure. A philips field service engineer evaluated the device at the customer site and verified the symptom. Replacing the therapy pca resolved the issue.